Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the e360 ventilator compressor was making a noise. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.

Manufacturer narrative:
Additional information was received on 2017-jul-10 regarding patient involvement and repairs. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, the e360 ventilator had a loss of air supply and the compressor was making a noise. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product was not in medtronic control. The repair was completed at a non-medtronic location. The third party service provider found that the compressor was not building up air pressure. It was reported that the compressor water traps were dirty. The third party service provider cleaned the filters. The ventilator was reported to be in working condition. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation, the complaint will be re-evaluated.